Event description:
Related manufacturer reference number: 2017865-2021-39644, related manufacturer reference number: 2017865-2021-39647, related manufacturer reference number: 2017865-2021-39648, related manufacturer reference number: 2017865-2021-39656. It was reported that the patient presented for a right ventricular lead (rv) revision procedure. The reason for the rv lead revision was unknown. During the procedure, the newly implanted rv lead exhibited helix rotation issues and was stuck in the implantable cardioverter defibrillator header. Additionally, the left ventricular (lv) lead exhibited damage. Another lv lead was used, but was not implanted for an unknown reason. The system was removed and replaced during the same procedure. The patient was discharged.

Manufacturer narrative:
Further information was requested but not provided.

Manufacturer narrative:
The reported events were helix mechanism issue and ¿was stuck in the implantable cardioverter defibrillator header¿. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix to be partially extended and clogged with blood. After cleaning, the helix could extend and retract by applying torque directly at the connector pin. The measured full helix extension length was within specification. The cause of the helix mechanism issue was isolated to the helix being clogged with blood/ tissue. The lead was able to be inserted and removed into a device without difficulties. Correction: b5 was adjusted to reflect the correct number of associated products

Event description:
Related manufacturer reference number: 2017865-2021-39644 related manufacturer reference number: 2017865-2021-39647 related manufacturer reference number: 2017865-2021-39648 it was reported that the patient presented for a device implant procedure on 20oct2022. During the procedure, the newly implanted rv lead exhibited helix rotation issues and was stuck in the implantable cardioverter defibrillator header. Additionally, the left ventricular (lv) lead exhibited damage. Another lv lead was used, but was not implanted for an unknown reason. The system was removed and replaced during the same procedure. The patient was discharged.